Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had measured small r-wave measurements since implant and exhibited intermittent t-wave oversensing (twos). The lead was capped and replaced. During the lead revision, a left ventricular (lv) lead was attempted but not implanted due to inadequate sensing and pacing parameters. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.